Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the vibrate and audio beeps did not work on the insulin pump. It was stated that the customer was not using the recommended batteries. Advised the customer to insert the recommended battery, and call back if problem persists. Nothing further was reported.